Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving 2000.0 mcg/ml baclofen at 1000.2 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient's pump got infected and had to be removed. The patient first started exhibiting signs of infection on (B)(6) 2015. It was noted that the patient receiving a "reimplant" led to the event. The patient presented for increased spasticity. The hcp noted the abdominal incision to be very painful with surrounding erythema and fluid accumulation around the pump. The patient was then referred as soon as possible to surgery for pump explant. It was further reported that the patient had a pump site infection post revision. It was noted the pump site was very painful and there was significant erythema at the implant site with drainage. Additionally, there appeared to be a pocket under the skin. The patient presented on (B)(6) 2015 for a refill, but because of the concern for infection, the hcp could not refill the pump. Because of this, the doctor was going to turn off the pump and the patient would start on oral medications. The patient had unchanged range of motion, worse gait, worse transfers, and was a 3 on the ashworth scale. It was additionally noted the patient's spasticity was increased and he looked ill. The doctor next saw the patient on (B)(6) 2015. The patient had been discharged from the hospital on (B)(6) 2015 after being admitted on (B)(6) 2015. The patient had the pump and catheter explanted and was placed on intravenous meronopenem and diflucan. The course finished on (B)(6) 2015 and the patient was discharged home with a wound vac. The patient had called the doctor on (B)(6) 2015 very upset that no one had gone over his medications or given him prescriptions, however the patient was told the doctor gave his prescription to the care manager. It was noted the patient was having a hard time functioning at home. He was very spastic even though he was taking the maximum doses of baclofen and zaniflex at 18 mg/day. Additionally, the patient's wife was having to help him get dressed. He was using a cane at home and although he was very sleepy he was still alert. The exam showed some spasticity with ashworth 4 in the left hand and 3 in the left leg. His nails were digging into his hand. The patient's pants were falling off as his belt was loose and his shirt was half out. Ambulation with high steppage gait was noted. It was noted that the patient's PICC line was still in place, however since there we re no further antibiotics, it needed to come out. It was noted that a pump could not be re-implanted until the wound was completely healed. It was noted the patient should not be draining at this point. The patient then met with the doctor on (B)(6) 2015. The patient was on 20 mg oral baclofen 4 times per day and 2 mg oral zaniflex twice per day. It was noted the patient's wound in the left abdomen still had not healed. It was noted the patient did not want a pump anymore. It was note the patient had a suprapubic catheter and the risk of infection was high. It was noted the patient had lost range of motion in the left upper and lower extremities. Contractures were noted and the patient needed to be prone lying. A stretching program was reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.